Event description:
It was reported to philips that the heartstart xl+ defibrillator failed energy output check (less than 180 joules when 200 joules was selected) during field change order implementation. There was no patient involvement.